Manufacturer narrative:
Initial report for internal case number (B)(4). We have requested the device to be returned. Risk review- as per doc-049635 rev 15 - 1081 aurical aud & madsen a450 - risk analysis: hazard ID 6.5 cause- mechanical breakage, causing sharp corner, edges or pinch points. E.g. Due to steady force applied on the device. (Hit by something). Effects/harm - minor physical trauma injuries. Residual risk 3 (low) and acceptable.

Event description:
The manufacturer received the information regarding an aurical aud device. The user reported that the headphone completely snapped from the headband duing use, and the headband hit the patient near the eye on the right side. The patient experienced pain and flinched. No bleeding, bruising or visible injury was reported. The impact was described as strong. The user spoke to other staff, they mentioned the headphones are loose and have experienced them coming apart. No medical intervention was required at this time.